Event description:
It was reported that the patient experienced a burning sensation, itching, and fluid buildup at the implantable neurostimulator (ins) location. The patient also stated that she had a warm sensation at the ins pocket site during recharging. She noted, after 5 days post implantation, that her ins battery was at 25% level and needed to be charged which was sooner than she expected. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). Accessory: model 3550-39, lot# n302342, implanted: (B)(6) 2012, explanted: na. (B)(4).